Event description:
Subsequent to a coronary stent procedure, the wire was bent over itself. When the wire was withdrawn, the tip remained in the vessel. The physician determined the tip remaining in the vessel would not result in complications. Patient status is listed as "ok".